Event description:
Dissection: the stent graft was implanted without any endoleak. However, the final access angiography revealed a left cia dissection. Two smart bare stents (cordis, 10 mm and 8 mm) were implanted at the dissected portion, which achieved recanalization. The procedure was successfully completed. Physician's comment: as the left cia was narrow, there was a risk. It was therefore good to prepare bare stents beforehand. Operation type: tevar. Blood loss: unknown. Ancillary device used: 28-n4-40-204-40u. (Tc# (B)(4)). Patient outcome: "the patient recovered."

Event description:
Dissection: the stent graft was implanted without any endoleak. However, the final access angiography revealed a left cia dissection. Two smart bare stents (cordis, 10 mm and 8 mm) were implanted at the dissected portion, which achieved recanalization. The procedure was successfully completed. Physician's comment: as the left cia was narrow, there was a risk. It was therefore good to prepare bare stents beforehand. Operation type: tevar. Blood loss: unknown. Ancillary device used: 28-n4-40-204-40u. (Tc#bm 221200289). Patient outcome - "the patient recovered."